Event description:
Films were received and their evaluation was completed. Review of films 8-years post-implant show that the bifurcate is positioned approximately 5-10mm below the renals. The ipsilateral limb is on the right side. The aaa diameter measures 6cm x 7cm. The distal end of the left iliac limb has minimal (or no) engagement into the external iliac artery at the iliac bifurcation, and there is a distal type I endoleak. The distal left common iliac diameter is aneurysmal (approximately 2.5cm x 3cm), and the stent graft diameter is 16mm. Film pre-implant or earlier post-implant images were not provided; therefore the anatomy and placement of the stent graft at implant is unknown. It is possible that disease progression may have contributed to the endoleak.

Event description:
Additional information was received for this case. The physician elected to implant a 28 x 28 mm endurant aortic cuff within the right common iliac artery just proximal to the hypogastric artery. There was some difficulty removing the delivery system because of the struts of the cuff. At the conclusion of the procedure angiogram was performed and showed good flow through the right iliac limb without evidence of an endoleak. The physician implanted a palmaz stent proximal to the bifurcated stent graft as a prophylactically. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aneurysm a nd vessel morphology from the time of implant were not reported. Currently the aneurysm and vessel morphology were reported as the following: the abdominal aortic aneurysm is 63.5-67.1 mm in diameter. Vessel morphology was reported to as proximal aorta 26.2 mm in diameter and 26 mm in length. Right iliac artery was 23.1 mm in diameter. The left iliac artery was 14.9 mm in diameter. The right femoral artery was 10.1 mm in diameter and the left femoral arteries was 9.5 mm in diameter. The patient came in for a routine follow up appointment. It was reported that there was a distal type I endoleak at the end of the stent at the left iliac bifurcation. Cause of the endoleak is the extension into the external iliac is too short. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (films).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; left iliac bifurcation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; left iliac bifurcation).